Event description:
On january 15,2007, the lay user/pt contacted lifescan -another country alleging that her one touch ultra meter would not power on. The technical service rep (tsr) contacted the pt back to obtain info/clarification. The pt woke up feeling unwell (thirsty and nausea) three days earlier. Results from the day prior were not provided. She tested and obtained a result in the 8.0mmol/l range (144 mg/dl) and administered 10 units of novorapid insulin, per her insulin regimen, and did not eat breakfast. She drank a cup of tea and vomitted soon after. Pt tests a minimum 4 times daily and administers 10 units of novorapid pre-breakfast, lunch, and dinner. It is unk if the pt has sliding scale regimen. She obtained a 5.5mmol/l (99 mg/dl) at noon. She did not eat lunch and was unable to recall whether she administered 10 units of insulin. She indicated sipping "drinks" throughout the day. At 4:15 pm, she attempted to test again, due to her "high symptoms" and not being able to drink; however, the meter would not power on. She administered 6 extra units of insulin since she felt that her blood glucose was high. She contacted her physician due to her symptoms. The physician contacted the paramedics. The paramedics arrived at 6:15 pm and obtained a 20.0mmol/l (360 mg/dl) on their meter. The pt comfirmed that her symptoms did not worsen between 4:15 an 6:15 pm. The paramedics did not administer treatment. At the ER, the pt's blood glucose registered at 14.0mmol/l (252 mg/dl). She was administered an "anti sickness tablet" to stop her vomitting. No diabetes related treatment was received. She was unable to indicate the diagnosis. The pt indicated that she did not have any other health related conditions and was not taking any other medications. The tsr discovered that the battery had been dislodged. Although the tsr walked the pt through reseating the battery and the meter powered on, this is considered a temporary fix for the reported issue. Therefore, the meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. Pt's morning symptoms (nausea/thirst/vomitting) may not have correlated to her blood glucose readings of 8.0 mmol/l and 5.5 mmol/l. It is not clear the pt's symptoms were related to being hyperglycemic as the pt was not given diabetes treatment by medical professionals and was treated for nausea and vomitting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.